Manufacturer narrative:
The component was returned and visual inspection confirmed that the component was fractured. Severe damage to the hex drive feature was noted. A lot number was not supplied, therefore the device history record could not be performed. A definitive root cause could not be determined. Event problem codes added; date added; checked additional information and device evaluation; changed no to yes and added evaluation codes.

Event description:
The doctor reported that the abutment screw (unisg) fractured.